Event description:
It was reported that the deep brain stimulation (dbs) lead proximal tip broke between three and four contacts during an implant procedure. As a result, the physician decided not to implant the lead. A new lead was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
The returned lead was analyzed and visual inspection revealed that the proximal end is bent/fractured between contacts # 3 and 4. It appears that excessive mechanical force was exerted onto the lead proximal array, causing damage to its internal cables. Damage most likely occurred during the extended trial period. It is possible that the lead proximal arrays were pulled out of the or cable, and it was damaged during its reinsertion. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. A labeling review did not reveal any anomalies as it states to avoid damaging the lead with sharp instruments or excessive force during surgery. In addition, the IFU states not to sharply bend or kink the lead, extension, or splitter. With the available information, boston scientific concludes that the reported event of the lead having a broken proximal tip was confirmed. Visual inspection revealed that the proximal end is bent/fractured between contacts # 3 and 4. It appears that excessive mechanical force was exerted onto the lead proximal array, causing damage to its internal cables. Damage most likely occurred during the extended trial period. It is possible that the lead proximal arrays were pulled out of the or cable, and it was damaged during its reinsertion. The probable cause was determined to be unintended use error caused or contributed to event.

Event description:
It was reported that the deep brain stimulation (dbs) lead proximal tip broke between three and four contacts during an implant procedure. As a result, the physician decided not to implant the lead. A new lead was used to complete the procedure. There were no patient complications.